Event description:
Pt reported experiencing problems with the infusion set cannula. Pt stated she often finds the infusion site adhesive is wet and her blood glucose level reaches 300 or 400 mg/dl. Pt's normal blood glucose range is 100-160 mg/dl. Treatment received was not provided. Pt is new to pump therapy and has been on the infusion device since (B)(6) 2011. Pt reported she did not experience any issues with the first box of infusion sets, but with the new box the problem occurs. Pt stated the problem is with the infusion set cannula as well as the infusion sets. Pt reported the infusion set cannula insertion is very difficult and it seems they don't penetrate the skin properly. Pt discarded the alleged infusion set and the infusion set canula box. No further info is available. The pt did not require resistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.